Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rexh1084 showed no other similar product complaint)s) from this lot number.

Event description:
While removing glidepath, as staff was removing tissue from the cuff, the cuff became detached. The catheter had to be cut down, to prevent the cuff and catheter from being pulled into the patient vascular system.